Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU), instructs the user to remove the gripper line prior to mitraclip system removal. The user deviated from the IFU by removing the clip delivery system (cds) from anatomy prior to removing the gripper line. The difficulty in removing the gripper line appears to be due to the user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing gripper line, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed; however, the cds was inadvertently removed before removing the gripper line. The steerable guide catheter (sgc) was closed with the thumb to prevent air from entering the patient. Aspirations was performed to remove the gripper line. The gripper line was successfully removed, and no air entered the patient. A second clip was deployed to further reduce mr. The patient is stable. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.